Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and device dislocation ('dislocation (right side missing)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter considered device dislocation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and device dislocation ('dislocation (right side missing)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter considered device dislocation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.